Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2003. A subsequent revision was performed (B)(6) 2011 due to aseptic loosening. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2013-02229, -2014-00502, -2015-00408, and -2015-00409).

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty(tha) and reports patient allegations of personal injury. Additional information provided in operative (op)notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2003. A subsequent revision was performed (B)(6) 2011 due to aseptic loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments. The presence of metallosis noted in revision medical records. Additional information received in patient op notes reports patient was revised on the left hip due to aseptic loosening and pain. Revision op report notes the presence of metallosis and a loose cup. The cup and modular head were removed and replaced. Following the revision procedure, op report notes the revised leg was slightly short compared to the opposite leg. Additional information received in patient medical record reports patient underwent a right tha (B)(6) 2004. No revision procedure has been reported to date for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 1 mdrs filed for the same event (reference 1825034-2012-02229). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-00502).

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2003. A subsequent revision was performed (B)(6) 2011 due to aseptic loosening. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments. The presence of metallosis noted in revision medical records.